Event description:
It was reported, the patient was experiencing a post-operative wound infection. It was noted the device may have to be explanted. The patient had also felt no stimulation sensation two days after implant but 10 days later reported no concerns with device or therapy. The patient had difficulties using the device. The device was reprogrammed on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v933650 serial# implanted: 2012 (B)(6), explanted: product type lead; product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the device was explanted in (B)(6) 2012 due to infection. The patient was treated with antibiotics and a new device was not implanted. The patient outcome was unknown. Any additional information received will be included in a supplemental report.